Event description:
Caller reported a malfunction on pump, but there were no notable events prior to malfunction. Impact on customer¿s blood glucose level was unknown as caller declined to answer. Technical support planned to replace pump and confirmed they would call customer back to verify pump's serial number.